Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image on the screen, when changing battery, customer had discovered a crack on the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Customer complained about the unit having an critical pump error (open book image) and a crack on event date of (B)(6) 2021. Unit not received with critical pump error after battery insertion. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Successfully utilized crest and thus to download history files and trace files. Main usart test failed with error code 0x00000046 and was indicated in the bootloader trace file. Tested with a test p-cap and the test p-cap locked in place properly. The unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, moisture damage on pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads, cracked reservoir tube lip, cracked retainer and scratched case. Unit was confirmed for critical pump error in the bootloader traces due to moisture damage on the electronics. Unit passed required testing. Confirmed for a crack on the retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.